Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 440 mg/dl. Customer treated with manual injection. The infusion set tubing was caught on the cabinet and the insulin pump fell to the floor. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had scratched display window.